Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the stimulator current was off with 0 volts but the patient still feels it strongly. Stimulation was at 0 volts but they could still feel stimulation running on high and it was causing pain. It was reported that the patient wanted it explanted. There was a report that the rep performed an implantable neurostimulator (ins) reset or physician mode recharge (pmr) as preventative measure for 10 minutes but that did not change the patient sensation. Overstimulation was reported to be a sudden change in therapy or symptoms. The patient also reported non-movement seizures. A rep reported that the only diagnostics performed were impedance checks which showed them to be within normal limits. All programs were deleted from the ins. No cause was determined. And the sudden stimulation was still happening despite the system being off and the patient's spouse stated that the seizures were increased because of the increased stress. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed

Event description:
Additional information: it was reported that the patient's system was removed today (B)(6)2017. No further information was reported. Omitted information in regards to the virus and infection in (B)(4)

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found ins functionally ok, insignificant anomalies. Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.